Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
Reference MDR #1219856-2011-00026 for the first event involving the same pt. It was reported that while in the cath lab, the intra-aortic balloon (iab) was being inserted via the right femoral artery into the sheath. The iab stuck in the sheath and the iab and sheath were removed together. There were no reported pt complications or injuries. It is unk if there was a delay in therapy. A third iab (from other company) was placed successfully. The pt outcome is noted as "good."